Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation are "deflation, swelling, nausea, feeling heat" and "exchange of textured breast implants due to concern with the product." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "deflation, swelling, nausea, feeling heat" and "exchange of textured breast implants due to concern with the product." The device remains implanted.